Event description:
Pt states when he sweats and his iv3000 gets wet, the dressing curls up and sometimes comes completely off. The last time his dressing came off, the catheter came out, pt's blood sugar increased, and he was a little dizzy. Pt used insulin and was fine within an hr. Outcome attributed to adverse event: cannula dislodged, increased blood sugar.

Manufacturer narrative:
Evaluation summary: lot record review showed no anomalies or out of specification conditions during the production period. The receiving and sterilization records were also reviewed with no anomalies being noted. One customer sample of the dressing was returned for evaluation. The material supplier of the extruded film subjectively assessed the sample, and no defects could be found. A review of the mfg records for the film showed all checks were completed as required, and no problems were found at the time of MFR. The adhesive spread of the dressing was examined and found to be acceptable. The film base material is supplied with a certificate of analysis from the extruded film MFR, and the batches of film used in the MFR of these dressings fully complied with specifications. The results of the monitoring samples, being representative of the batch from this complaint were reviewed and met specifications at time of MFR. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.